Event description:
Metal inserter at the end of the anchor broke off. Additional information confirmed broken piece was not removed. The patient had hard bone and 3 anchors used the 3.8 golden awl. Two legs of suture were being secured.

Manufacturer narrative:
The device was visually and functionally inspected. It is confirmed that the tip of the inner driver shaft is broken off. It can be seen at the failure point that the failure mode is torsional shear. Without the anchor, it cannot be determined what caused the resistance to rotation which overly stressed the inner shaft. The overall rotation of the inner shaft and the action of the torque limiter were tested by rotating the assembly fully counterclockwise and then clockwise down to the hard stop. All rotational actions perform as intended. Based on the physical evidence, no preliminary root cause related to the manufacture of the device can be established. (B)(4).

Manufacturer narrative:
(B)(4)